Event description:
It was reported the patient is experiencing swelling at the ipg site along with discomfort due to protrusion of the ipg. As a result, the patient is interested in undergoing surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.